Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: curved opening, white particles. Leak test and microscopic analysis was performed which identified: more than three striated openings on anterior and radius side assessed as surgical damage, nicks with striations assessed as surgical tool scratch like. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.